Event description:
It was reported that an infusor elastomeric device experienced an underinfusion of fluorouracil. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit for evaluation containing 84ml of fluorouracil and diluent 0.9% sodium chloride. Visual inspection showed no signs of physical abnormality that could have caused the reported condition. Fluid was drained, and a functional flow rate test was performed; the flow rate was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is anticipated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.